Event description:
Additional information reported the patient was scheduled for a ¿revision or replacement¿ and that he ¿did not show.¿ no further information was available at the time of follow-up.

Event description:
It was reported that stimulation was in the wrong location with symptoms. The patient used to feel stimulation in his legs but after a ¿call accident¿ on (B)(6)-2013 he felt it in his stomach, chest, and head. The patient felt ¿surges¿ and in the middle of the night felt a ¿stimulation intensity¿ then vomited. An x-ray showed that the lead was in the same position. The reporter stated that upon interrogation the implant had a power on reset (por). It was further reported that the implant was off. Additional information was requested, but was not available as of the date of this report. Refer to manufacturing report #300420917 8-2013-16301 as the patient had two devices and it was unknown which was the cause of the event.

Manufacturer narrative:
Concomitant: product ID 7425, serial# (B)(4), implanted: 2010-(B)(6), product type implantable neurostimulator, product ID 748940, serial# (B)(4), implanted: 2010-(B)(6), product type extension, product ID 7434a, serial# (B)(4), product type programmer, patient product ID 3587a25, lot# n248810, implanted: 2010-(B)(6), product type lead, product ID 7434a, serial# (B)(4), product type programmer, patient product ID 748940, serial# (B)(4), implanted: 2009-(B)(6), product type extension, product ID 3587a25, lot# n195667, implanted: 2009-(B)(6), explanted: product type lead. (B)(4).